Event description:
It was reported that the event occurred while in the cath lab during pretest when the balloon would not inflate. As a result, the device was not used. A new kit was opened and used successfully. There was no reported pt death, complications or injury. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. The pt outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.